Manufacturer narrative:
Device lot number is unknown. FDA number provided is mw5095267.

Event description:
Information was received regarding a cadd administration set. It was reported that the patient's extension tubing unscrewed itself. Patient was able to successfully switch to another tubing. It was noted that the patient experienced shortness of breath, but it is unknown if it was due to the reported event. There was no patient or clinical injury reported.